Event description:
It was reported that a half day infusor had particulate matter inside the balloon the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 10/03/2014 and 10/08/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed; a white particle was noted with an approximate length of 1.32 mm in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particle was identified to be polyester material. The cause of the issue could not be determined. A CAPA was been referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.